Event description:
It was reported that there was under/oversensing during ventricular tachycardia and the patient needed to be externally shocked. The ICD and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated a patient alert occurred for undefined resistance along with oversensing. A patient alert was genertated on (B)(6) 2010 for out of tolerance subthreshold lead impedance. Twelve non-sustained tachyarrhythmia episodes with average ventricular-ventricular cycle length less than 210 ms were recorded on (B)(6) 2010.